Manufacturer narrative:
Galvo error appearing on the display. We are unaware about operator/patient injury.

Event description:
The laser system had a failure that did not allow to use it. No adverse effects to patient were reported.